Event description:
Consumer reported on social media that the brush head broke while his/her son brushed his teeth. No injury was reported.

Manufacturer narrative:
Product return was identified as oral-b power oral care refills flexisoft eb60 on 26-feb-2020. 19-mar-2020 product investigation results: product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the refill due to improper consumer handling.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported on social media that the brush head broke while his/her son brushed his teeth. No injury was reported.